Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') and postoperative wound infection ('infection (other) describe: postoperative wound infection') in a 33-year-old female patient who had essure (batch no. C91763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, kidney stones, cholecystectomy and anxiety. Current weight 180 lbs. Previously administered products included for an unreported indication: valium in 2015, megestrol in 2012, nifedipine in 2012, tylenol in 2012 and mirena. Concurrent conditions included vaginal irritation, pelvic congestion syndrome, vaginal burning sensation, vaginal discharge abnormality, abdominal pain, drug hypersensitivity and postoperative wound infection. Concomitant products included bupropion hydrochloride (wellbutrin) from 2015 to 2019, duloxetine hydrochloride (cymbalta) from 2013 to 2017 and ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal)type: vaginal infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type: uti"), anxiety ("psychological or psychiatric problems condition:anxiety"), depression ("psychological or psychiatric problems condition:depression"), pollakiuria ("bladder or urinary problems or changes: increased frequency"), constipation ("gastrointestinal or digestive system condition type:constipation") and abdominal distension ("gastrointestinal or digestive system condition type:bloating") and was found to have weight increased ("weight gain / loss specify which one:weight gain"). On (B)(6) 2016, the patient experienced vaginal cuff dehiscence ("infection (other) describe: vaginal cuff") and postoperative wound infection (seriousness criterion medically significant), 6 months 29 days after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergy : other") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, urinary tract infection, vaginal cuff dehiscence, fatigue, constipation, abdominal distension and postoperative wound infection had resolved and the mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, depression, migraine, pollakiuria, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, hypersensitivity and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, pollakiuria, postoperative wound infection, urinary tract infection, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy: previous date of insertion was on (B)(6) 2014. In current pfs date of insertion on (B)(6) 2015. The number of expanded coils that appeared trailing into the uterine cavity was 5. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 6. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: results: total bilateral occlusion. Impression: satisfactory placement of essure devices with no evidence of tubal patency. Iud also appears to be in place. Batch no c91763, production date 2014-08-01, expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Reporter information, event : allergy : other, abdominal pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') and postoperative wound infection ('infection (other) describe: postoperative wound infection') in a 33-year-old female patient who had essure (batch no. C91763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Current weight 180 lbs. Previously administered products included for an unreported indication: valium in (B)(6) , tylenol in (B)(6) , megestrol in (B)(6) and nifedipine in (B)(6) . Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) to (B)(6) and duloxetine hydrochloride (cymbalta) from (B)(6) to (B)(6) . On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal)type: vaginal infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type: uti"), anxiety ("psychological or psychiatric problems condition:anxiety"), depression ("psychological or psychiatric problems condition:depression"), pollakiuria ("bladder or urinary problems or changes: increased frequency"), constipation ("gastrointestinal or digestive system condition type:constipation") and abdominal distension ("gastrointestinal or digestive system condition type:bloating") and was found to have weight increased ("weight gain / loss specify which one:weight gain"). On (B)(6) 2016, the patient experienced vaginal cuff dehiscence ("infection (other) describe: vaginal cuff") and postoperative wound infection (seriousness criterion medically significant), 6 months 29 days after insertion of essure. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, urinary tract infection, vaginal cuff dehiscence, fatigue, constipation, abdominal distension and postoperative wound infection had resolved and the mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, depression, migraine, pollakiuria, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal distension, anxiety, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, mood swings, nausea, pelvic pain, pollakiuria, postoperative wound infection, urinary tract infection, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy: previous date of insertion was (B)(6) 2014. In current pfs date of insertion (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: results: total bilateral occlusion. Batch no: c91763; production date: 2014-08-01 ; expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') and postoperative wound infection ('infection (other) describe: postoperative wound infection') in a (B)(6) year old female patient who had essure (batch no. C91763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Current weight (B)(6). Previously administered products included for an unreported indication: valium in 2015, tylenol in 2012, megestrol in 2012 and nifedipine in 2012. Concomitant products included bupropion hydrochloride (wellbutrin) from 2015 to 2019 and duloxetine hydrochloride (cymbalta) from 2013 to 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal)type: vaginal infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition:depression"), pollakiuria ("bladder or urinary problems or changes: increased frequency"), constipation ("gastrointestinal or digestive system condition type:constipation") and abdominal distension ("gastrointestinal or digestive system condition type:bloating") and was found to have weight increased ("weight gain / loss specify which one:weight gain"). On (B)(6) 2016, the patient experienced vaginal cuff dehiscence ("infection (other) describe: vaginal cuff") and postoperative wound infection (seriousness criterion medically significant), 6 months 29 days after insertion of essure. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, urinary tract infection, vaginal cuff dehiscence, fatigue, constipation, abdominal distension and postoperative wound infection had resolved and the mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, depression, migraine, pollakiuria, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal distension, anxiety, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, mood swings, nausea, pelvic pain, pollakiuria, postoperative wound infection, urinary tract infection, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy: previous date of insertion was (B)(6) 2014. In current pfs date of insertion (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram on (B)(6) 2018: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs was received. Lot number was added. Previously added injury nos was replaced with new events-pelvic pain, mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal infection, uti, vaginal cuff, apareunia, anxiety, depression, migraines / headaches, nausea, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, weight gain, constipation, bloating, pelvic pain and postoperative wound infection were added. Date of insertion was updated. Date of removal was added. Patient demographic details were added. Concomitant and historical drugs were added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.